Manufacturer narrative:
The complaint is confirmed. Visual evaluation of the photograph of an alleged ar-1927bct-1, suture anchor, biocomposite¿ corkscrew® ft, vented 5.5 mm, attached to the complaint. It was noted that the bio/implant was broken off¿the implant/bio shows a loss of geometry on the thread. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause is continually applying torque when the implant is seated and /or not advancing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales rep via email that a ar-1927bct-1, 5.5mm bc corkscrew ft w/ suturetape anchor snapped upon insertion. This was discovered during use and a case was involved. To complete the procedure, a competitor anchor was opened/used instead.